Event description:
Report received indicated that during product inspection in receiving dock there was a foreign matter found inside the sterile pouch. The foreign matter was thought to be "paper" measuring about 1mm in diameter. The shipping box and sterile pouch were intact. Product was not used in-patient. This product will not be returned for eval and testing. Additional info will be sent within 30 days upon receipt.